Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the low alarm issue with the compressor. The connections were tightened, no parts replaced. The compressor passed all the functional tests and returned to clinical use. There was no compressor malfunction.